Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s t:slim user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure".

Event description:
It was reported that the cartridge connection disconnected. Blood glucose level was 161 mg/dl. The customer successfully reconnected the connection and resumed insulin deliveries.